Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges breach of the implied warranty of merchantability of depuy attune knee system. Alleged defective due to the designed of the tibial component rounded edges and less inset for cement interdigitation. The designed contributes to the propensity of the implant to be loosed through high loads and less stability at the tibial implant cement interface.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 12 mar 2021 were reviewed. On (B)(6) 2018, the patient had a right total knee arthroplasty to address primary osteoarthritis of the right knee. Depuy components, including depuy patella, and depuy cement x2 were used during the procedure. There were no complications reported in the operative notes. On (B)(6) 2019, the patient had a revision right total knee to address aseptic loosening. The indications for surgery included pain. The tibial tray was noted to have limited cement adherence to the tibial base plate, therefore the loosening interface was implant/cement. The insert and femoral component were removed without allegations of deficiency. The patella was left in-situ. Competitor components and competitor cement were implanted during this procedure. Doi: (B)(6) 2018. Dor: (B)(6) 2019. (Right knee).